Manufacturer narrative:
The customer noticed an issue with the reagent probe. The customer "tried to tighten something inside the reagent probe" and it stopped moving and an alarm occurred. The field service engineer found the reagent probe was seated incorrectly. He exchanged the reagent probe and performed system checks. The customer performed qc and retested samples. He confirmed all checks passed and the qc was acceptable. The customer's calibration and qc results were ok. The customer's system alarm trace and sample pre-analytical details were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for "10-15" patients tested on a cobas 6000 c (501) module. The customer provided one example of questionable crej2 creatinine jaffé gen.2 results. The initial results were not reported outside the laboratory. The customer performed repeat testing with the sample on a different cobas 6000 c (501) module. The patient's initial creatinine result was 0.2 mg/dl, and the patient's repeat result was 5.726 mg/dl. The customer determined the repeat result was correct. The creatinine reagent lot number was 507621 with an expiration date requested but not provided.